Event description:
It was reported by the purchasing agent that the product was used in an unknown procedure. It was reported that the instrument was jammed and would not fire. Another instrument was used to complete the procedure. There was no consequence to the pt.